Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a low blood glucose value which was unknown at the time of the event due to which they fell in the bathroom and paramedics were called. Customer was treated for low blood glucose value with food and intravenous drip. Customer reported that the high blood glucose event occurred after insulin pump rewind. Insulin pump will not be returned for analysis.